Event description:
During hospitalization the patient experienced a stroke. The patient was oriented times three; however, the patient had some obvious neurological deficits and was unable to follow simple commands. The physician saw the patient and a CT scan was obtained which showed no acute process. Over the next few days, the patient made continual improvement; the patient was walking in the halls and had complete recognition of his left side. The neurological deficits had resolved. The CT scan was repeated which again showed no acute ischemic events. On the day of discharge, the patient was up in the room, and walking. He had no apparent neuro deficits and was discharged home.